Event description:
It was reported that (3) devices were used during a lung resection. It was reported by the affiliate that the tct75 instruments were all fired consecutively and they would not fire "locked out". They also tried changing the cartridge to a fresh trt75 and the device also would not fire. A tlc75 was used with another trt75 and it worked fine to complete the case. There was no consequence to the pt.